Event description:
The pt presented with a hernia formed through the scar tissue from a previous operation during childhood for ectopical vertical ileal conduit. Two sheets of 10cm x 15cm permacol were inserted without any suturing and the operation was uneventful & the pt was closed. Two days later, the pt was taken back to theatre in a critical condition and the permacol was removed and replaced with vypro mesh. Permacol was then sent to the labs for examination & results have reportedly shown column and mixed growth of pathogens. The surgeon involved believed the pt had an existing infection that they were previously unaware of, or that the permacol was contaminated. The outer packaging of other stocks of permacol at the hosp theatres were examined and no problems found. As an add'l note, the pt had previous mesh repair several years ago & had also developed a post operative wound infection then.